Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented lowest blood glucose of 46 mg/dl, after being disconnected from the pump longer than intended and then reconnecting, which led to an apparent overcorrection by the system. Symptoms included low blood glucose. Outcomes included on-site management without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed user-related disconnection prior to the event, followed by system-driven correction upon reconnection consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.